Event description:
New IV pump software goes to "kvo mode" when fluid volume infused. These are near misses and it is my concern that the function is default programming instead of not default and there should be a notification by the manufacturer that it should not be default for critical infusions/drips. See product information for meds infusing at time of error. Kvo mode slowed infusion causing patient to be combative. FDA safety report ID# (B)(4).